Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that she already delivered a bolus for 25 u but still it was not going down. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that they did not used auto mode feature at time of high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated insulin exited at the quick release. The insulin pump will not be returned for analysis.